Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the site was trained on optimal tracer registration techniques. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The registration method performed was evaluated by medtronic personnel. Though not optimal, the registration would have been sufficient for the procedure. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was noted at the sphenoid of the patient. It was reported that following successful registration, accuracy was verified at the tip of the nose though once navigating at the sphenoid an imprecision of a couple millimeters was observed. The site elected to complete the procedure with navigation compensating for the imprecision. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome.